Event description:
The patient underwent several medical procedures and the implantable neurostimulator wasn't charged for several months. The patient was seen in clinic and there were coupling and communication issues with the implantable neurostimulator, possibly due to overdischarge. Multiple physician mode resets/recharges were unsuccessful in restoring functionality. The patient was scheduled to be seen by a neurosurgeon. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).